Event description:
It was reported that a hole was discovered in the venous port when the patient came in for treatment the next day, after the venous port was replaced with a new one, due to not working properly. The patient initially came to surgery to replace his subcutaneous venous port. The anesthesiologist removed the old venous port and inserted a new one. The old port was inspected in the usual way when it was removed and was deemed to be intact. The patient requested and received the venous port home with him. The venous port was taken care of by the reception nurse, who contacted the operating department to make a complaint about the venous port. There was a delay in critical therapy and adverse operator consequences. Med/surg intervention was required the device(s) were changed out/replaced with no further problems encountered. The event occurred prior to direct patient use. There was patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.